Event description:
Patient to operating room on (B)(6) 2021 for a dual-chamber, rate responsive permanent pacemaker along with peripheral venogram under fluoroscopic guidance along with a linq explant. On (B)(6) 2021, patient reports redness, warmth, and pus from the pacemaker incision site. Returned to surgery on (B)(6) 2021 for ra lead repositioning under fluoroscopic guidance due to pacing lead malfunction. Pocket flushed with bacitracin saline wash. Pulse generator placed in abx pouch (tyrx pouch). FDA safety report ID # (B)(4).